Event description:
A site representative reported that while in a spinal fusion procedure, the main o-arm system axles was broken and the site was unable to move the o-arm system from the operating room. The surgeon opted to halt the procedure. No details regarding the patient status was provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up with the site, reported that the patient was not under anesthesia when this event occurred. On (B)(4) 2014 - a medtronic representative performed a o-arm imaging system check-out, and replaced the o-arm axies. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Additional/correction to event details: a medtronic rep reported that there was no patient harm. They brought the patient out of anesthesia as a precaution as the system was blocking the exit. The axle broke between two surgeries so they had to stop the or program for that day. It took them at least 1.5 hours to move the o-arm out of the room as they had to use a car jack to lift the system. After that they have switched to a c-arm until the o-arm was up again. The device was returned to the manufacturer for analysis and showed signs of physical damage. On the first returned axle there was a broken weld and rod. The 2nd returned axle was rusted and worn out. The reported event was confirmed. The components were replaced and there were no further issues.